Event description:
It was reported that the device doesn't detect syringe sizes. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were not intact. Top case was broken on the front left corner and cracked right plunger case. Invalid syringe size was found in the history. The technician checked size calibration, load syringe, run motor drive and occlusion test. The reported issue was duplicated. The root cause of the reported issue was found to be size pot strip was damage. Replaced size pot.